Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
Office reported that the clasp (connector) of the silent nite 3d broke. The patient received the appliance on (B)(6)2024 (no information provided if the patient started using the appliance on that date). The patient reported on (B)(6)2024 that the clasp (connector) broke while using the appliance for the night and discontinued using the device. No harm or injury reported. It was reported that the device was cleaned with water prior delivering to patient and no information on how the patient maintained the device. Per the reported information there are no preexisting medical conditions.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Another potential root cause could be due to excessive forces on the connectors which would cause the connectors to break. Manufacturer reference: (B)(4).